Event description:
A ophthalmic surgeon reported following an intraocular lens (iol) implant procedure, patient is experienced glares and halos around letters when reading signs while driving. She also reports seeing a gray outline around letters. Patient has noticed an improvement since her 1 week post operation visit. Additional information has been requested and received that the surgery occurred on 27 apr 2022. Viscoelastic was used to expand the capsule and float the intraocular lens into the anterior chambers. The lens was cut in half using forceps and scissors. Eye drops were recommended. Symptoms were resolved.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the patient was experiencing glares and halos around letters when reading signs while driving. Patient noticed an improvement since the 1 week post operation visit. Updated information: the company lens was removed and replaced with a non-company lens. There are no other complaints in this lot. The manufacturer internal reference number is:(B)(4).